Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after a therapeutic laparoscopic cholecystectomy procedure, when the video telescope was pulled out of the peritoneal cavity, the nurse discovered golden fragments coming off the tip at the distal end of the video telescope and falling onto the sheet. The inside of the abdominal cavity was visually checked for fragments and it was flushed with 2 liters of irrigation fluid. Furthermore, an x-ray examination was performed but no fragment was found within the peritoneal cavity. The intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.